Event description:
It was reported that the ilet pump¿s connector broke and remained stuck in the device inlet, and the user was unable to disconnect it. Consistent with a device mechanical problem involving the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with failure to disconnect, localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.